Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the spinal cord stimulation (scs) patients implantable pulse generator (ipg) would only hold a charge for a few hours, requiring frequent charging. Charging reeducation was not performed. The patient underwent an ipg replacement procedure. The explanted device was retained by the facility and was not returned for analysis. The patient is reported to be doing well postoperatively.